Event description:
The customer reported the the unit won't turn on, won't complete the opcheck and that the printer won't work.

Manufacturer narrative:
(B)(4). The customer reported the unit won't turn on, won't complete the opcheck and that the printer won't work. The device was evaluated at philips. The symptoms were verified. Multiple parts were replaced. We are considering this a malfunction but cannot determine the cause because multiple parts were replaced.